Event description:
A podiatry x-ray machiner has been modified by a2d2 to product digital x-rays. The modification has changed the original manufacturers sid. The change in sid violates the liquid distance between x-ray tube and subject causing an increase in radiation exposure to the patient. A cannon rebel t3i slr camera is used to capture the x-ray image. How can this be so.